Event description:
Device report from (B)(4) reported 2 drill bits broke during an orif of facial fractures. Pieces of the broken drill bits were not removed from the patient. This is the first of two reports for this event.

Manufacturer narrative:
Device is not distributed in the united states. Device is in the evaluation process at synthes (B)(4), no conclusion can be drawn.